Manufacturer narrative:
Customer reported that a pyxis medstation es system required damage assessment after a fire incident. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service engineer evaluated the device and reported that no visible damage was found inside the latch column, damage localized inside the cabinet. Smoke damage identified on the top inside area, plastics bin damage, some melted plastic on metal shelves, smoke damage on plexiglass with no melting. The field service engineer reported that the cause of this event was a patient's cigarette lighter, that was placed by a nurse inside the unit for safekeeping, exploded in the 4-door auxiliary tower. The pyxis medstation es system was unaffected.

Event description:
Customer reported that a pyxis medstation es system required damage assessment after a fire incident. Patient or user harm was not reported.

Event description:
Customer reported that a pyxis medstation es system required damage assessment after a fire incident. Patient or user harm was not reported.

Manufacturer narrative:
Corrected and/or additional information is included in the following sections: a1, b5, b11,b14, d1, d5, d3, h10. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 16-jul-2021 to 16-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that there was no visible damage inside the latch column. The damage was localized inside the cabinet. The field service engineer added that there was smoke damage identified on the top inside area, plastics bin damage, some melted plastic on metal shelves and smoke damage on plexiglass with no melting. The system functioned as intended after the field service engineer troubleshooted the device. The confirmed issue is related to a patient's cigarette lighter, that was placed by a nurse inside the unit for safekeeping, exploded in the 4-door auxiliary tower.